Event description:
It was reported that following implant, an x-ray revealed the atrial lead exhibited less slack. The physician elected to reopen the pocket and reposition the lead. The electrical values were in range. The patient was stable during and post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).